Event description:
Consumer reported complaint for error message (e-0). The customer feels well and did not report any symptoms. Customer stated that due to not being able to obtain a result using the true metrix meter she had gone to the hospital on (B)(6) 2023. Customer was not experiencing any symptoms at the time, she just wanted to have her blood glucose tested. The customer's blood glucose test result at the hospital had been 115 mg/dl. Customer did not receive a diagnosis and customer did not receive any medical treatment. During the call, a blood test was performed by the customer and produced e-0 error message using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/15/2024 and test strips were opened one month prior to call.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips (2 vials) were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-079: user hematocrit high. Note: manufacturer contacted customer in a follow-up call on 20-jul-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 24-aug-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips (2 vials) were returned for evaluation. Product testing was performed and defect found on returned meter: e-7. No defect found on returned test strips. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.